Event description:
Pt on desferal 1500mg/16ml "swfi" sq. Pt inserted sq needle x 2 and needle broke off in pt's skin. Pt required tweezers to retrieve needle. Rn visited pt to see pt's technique. The needle broke for the rn. Subq 2y6, 42.